Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 22-jun-2018 with the following findings: during investigation, the button cover was removed and there was no contamination found. The pump cover was removed and there was internal moisture found on the printed circuit board and the keypad connector. The battery compartment was found to be cracked above and below the bumper pad.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (abb tactile cng/unresponsive) issue. It was reported that the audio bolus button was under responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.